Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. No physical damage on reservoir tube retainer noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose. Blood glucose reading was 39 mg/dl. The customer stated that reservoir compartment was damaged. Customer was treated with juice for their low. The customer stated that they also had high blood glucose and treated with manual injection. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.